Event description:
While onsite to perform preventive maintenance the ventilator, the customer reported the ventilator had a low o2 alarm that they were unable to reset. Review of the diagnostic codes in the ventilator log history indicated an oxygen valve stuck closed occurrence in august. The customer did not report the occurrence during any previous usage, and reported no patient harm. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to function using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The manufacturer's service technician reported during testing, the o2 valve would not respond. The service technician replaced the main pcb board and cable, o2 valve and o2 motor controller pcb to correct the findings. Performance verification testing was completed and all testing passed per operating specifications.